Event description:
New information received notes the patient presented in clinic with backup vvi on the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with backup vvi on the implantable cardioverter defibrillator.